Event description:
A patient required a revision surgery post-op a partial ossicular replacement procedure due to a loss of hearing. The implant was explanted and replaced. The surgeon states that the implant was found out of the oval window and off of the incus.